Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 30-motor stall) occurred with multiple cartridges during basal deliveries. Blood glucose was not impacted due to this issue. Reportedly, the customer reverted to manual injections for insulin therapy.